Event description:
Additional information was received indicating this lead had previously been surgically abandoned. During a recent lead revision procedure, this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was retained by the hospital, however is expected to be returned at a later date. Should additional information become available this report will be updated.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that during a replacement procedure a short circuit fault occurred during induction testing with the chronic right ventricular lead and new device. Prior to induction, the device yielded a 50 ohm shock impedance measurement and one measurement greater than 125 ohms coinciding with the device location out of the pocket. Visually a defect in the lead was observed at the yoke. Therefore, the intended replacement device and lead were replaced successfully. No adverse patient effects reported.